Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 550cc saline prosthesis, catalog # 3502550, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Post procedure, left sided deflation was observed. Additionally, the shape and size of both implants was thought to be altered, and they the implants seemed to move around freely. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-03831 for contralateral prosthesis report).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 32-year-old caucasian female underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Post procedure, left sided deflation was observed. Additionally, the shape and size of both implants was thought to be altered, and they the implants seemed to move around freely. Capsular contracture (baker's grade unknown) was also indicated. Upon receipt by mentor the device contained no fluid. During initial evaluation, a rent measuring approximately 1.1 cm was observed on the anterior aspect. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striation is more conclusive to sharp instrument damage rather than shell failure due to wear. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. In addition to the issues initially reported, capsular contracture (baker's grade unknown) was also indicated. Bilateral prosthesis replacement with 750cc mentor memorygel breast implants was performed on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. The patient tolerated the surgery well and there were no procedural complications. Manufacturer¿s reference number: (B)(4).